Event description:
A malfunction was reported on the pump by the customer, who indicated that the issue had occurred at least three times previously. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, advising the customer to use mdi as a backup therapy. The customer was informed about steps to take upon receiving the replacement pump, including software updates and storage mode instructions, and was advised to return the malfunctioning pump using a pre-paid label within 10 days.